Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could the root cause be determined with confidence. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During the surgery the doctor drilled the holes and pounded the anchors in correctly, but anchors kept pulling out. The surgeon ended up using footprint knotless anchors to fill the holes from the bioraptor knotless. It appeared as though the anchors would not disengage from the shaft/handle. No patient injury or other complications were reported.